Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a kink was observed in the newly implanted left ventricular (lv) lead after catheter slitting. The lead subsequently exhibited high undefined pacing impedance in all configurations involving one of the quadripolar lead's four electrodes. Wedging and deployment of the lead was suspected to have damaged the electrode. The distal tip of the lead was also noted to have prolapsed on fluoroscopy and x-ray. Impedance alerts were disabled and the procedure was completed. Impedance was checked the following day with no changes observed. The lead remains in use. No patient complications have been reported as a result of this event.